Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional reported that a patient who had a spinal cord stimulator (scs). The patient was treated with external radiation therapy. The patient reported that she had two incidents which might be radiation therapy related. The two incidents were that the device had an error message with a power on reset (por) and did not turn on. The reset/reboot was needed. One happened on may 10th and another happened one day between april 29th - may 3rd.